Event description:
Customer reported to beckman coulter, inc. (Bec) that there was some dried leak in the area next to the wash buffer reagent of the unicel dxc 600i synchron access clinical system. Customer reported that there was a leak under the closed tube aliquoter active wash station (aws) assembly, and on top of the aws guide plate. Customer reported that the volume of the leak was less than 10 ml. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the peri-pump tubing. The fse emptied fluids from the pressure reservoir. The fse also found the waste line was pinched. The fse unpinched the waste line.

Manufacturer narrative:
(B)(4).